Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced postprandial hyperglycemia after breakfast while using the ilet bionic pancreas and requested education on meal announcements; the highest recorded blood glucose was 289 mg/dl approximately 2¿3 hours after the meal announcement, and no device alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevation of blood glucose outside the target range for about two hours, without medical intervention, ketone testing, or use of backup therapy. Investigation included customer interview and case assessment with assignment for additional user training on meal announcements. Investigation of this case revealed no device malfunction reported and no contributory external factors such as recent steroid injections. It was concluded that the event was hyperglycemia with an undetermined cause and that user education would be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.